Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 427 mg/dl. She experienced nausea, stomach cramps, and muscle cramps as a result of the hyperglycemia. The customer was advised by her doctor that she did not have to go to the hospital unless she was throwing up. The customer's blood glucose prior to eating breakfast was 237 mg/dl. The customer treated via manual insulin injection. The insulin pump was inspected: the drive support cap appeared normal. The customer declined further troubleshooting. No products were returned or replaced.